Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. There was no impact to the customers blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared. It was indicated that the customer would continue to use the pump until the replacement arrives and has a backup pump available as alternate insulin therapy.